Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, the polyethylene wear after approximately 15-1/2 years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is an obsolete item. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.